Event description:
Hmsc reported rv pacing impedance out of range. Pacing impedance trending upwards since at least july 2022. Noise evident on the atrial channel. Advised to evaluate lead further. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.